Event description:
The surgeon reported that during preparation for a coronary artery bypass graft surgery using the heartstring seal, the surgeon loaded the first and second seals into the delivery tube and when the delivery tubes were removed from the loader, the seals were not loaded inside the delivery tube. The surgeon loaded another 2 heartstring seals and everything went fine. The seals were used to complete the procedure. The hospital did not report any pt effect. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital. (B) (4).